Event description:
The customer reported that the system had a kv on in error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The cpu and the controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.